Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04049. Reference MFR report: 1627487-2012-04050. It was reported the pt had stimulation, however, the recharge frequency was increasing. The pt reported difficulty maintaining communication between the ipg and the charger. It was reported the ipg protrudes. A spacer kit was sent to the pt. F/u with the pt determined she was still having issues. At the time, the pt reported she was planning on surgical intervention, with possible ipg replacement and possible lead repositioning.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.